Event description:
The user facility reported that the device's battery pack overheated after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the battery pack device evaluation.

Event description:
The user facility reported that the device's battery pack overheated after a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.